Event description:
Event description cpi received information that this bipolar lead was removed from service due to non-capture. Patient is pacer dependent. Patient's implantable pulse generator(ipg) was also removed from service.